Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: right - 1st (superior): ifuse implant, p/n 7045-100, lot# 493582, mfd. 13 oct 15, expires 2020-10-13, gtin (B)(4). Right - 2nd (middle): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, expires 2020-07-30, gtin (B)(4). Right - 3rd (inferior): ifuse implant, p/n 7030-100, lot# 170787, mfd. 05 feb 14, expires 2019-02-05, gtin (B)(4). Left - 1st (superior): ifuse implant, p/n 7045-100, lot# 493582, mfd. 13 oct 15, expires 2020-10-13, gtin (B)(4). Left - 2nd (middle): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, expires 2020-07-30, gtin (B)(4). Left - 3rd (inferior): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, expires 2020-07-30, gtin (B)(4).

Event description:
The patient had staged bilateral si joint arthrodesis where three implants were placed on each side in (B)(6) 2017. The patient later reported to a different surgeon claiming no pain relief and requested that all the si joint implants be removed. The surgeon did not indicate that the implants were loose or malpositioned, but removed them at the behest of the patient in (B)(6) 2018. The status of the patient following the revision procedure is not known.